Manufacturer narrative:
The previous gastrointestinal bleed referenced in this section was reported under medwatch report number 2916596-2018-02201. Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient presented to the emergency department with complaints of fatigue and dark stools. Their hemoglobin was 6.7 g/dl and hematocrit was 21.4 percent. The patient was transfused with 1 unit of packed red blood cells and was admitted into the hospital. Their fecal occult blood test was positive. On (B)(6) 2018, a video capsule endoscopy was performed and the source of bleeding was not identified. On (B)(6) 2018, the patient was discharged to home with a stable hemoglobin of 7.4 g/dl and hematocrit of 23.7 percent. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.